Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Pump was successfully explants no harm to patient; no intervention has been performed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy. History of known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage d. The bedside nurse reported a large hematoma at the impella insertion site, and the patient required blood transfusion. The patient remained on support. Bleeding may occur in the setting of access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.